Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an incomplete flap on a patient¿s right eye during a lasik procedure. The flap treatment was completed. However, the flap had an untreated spot. The doctor does not remember if the spot appeared prior to or after the bed raster pattern. The doctor attempted to lift but stopped once he realized it was uncut. The doctor will proceed with photorefractive keratectomy (prk) once the flap heals.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).